Manufacturer narrative:
Medwatch field occupation - the occupation is patient.

Event description:
The customer's wife complained of a discrepant inr result from coaguchek xs meter serial number (B)(4). At 8:43 pm the result from the meter was 5.4 inr. At 8:51 pm the result from the meter was 3.3 inr. A different finger was used for each measurement. There was no allegation of an adverse event. The customer's condition was "normal". The customer was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, and no lupus. The customer has had no changes in dose, no changes in diet, no new illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 1.9 - 3.1 inr. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 48%. Donor 2 hct: 42%. Testing results: donor 1: retention meter with master lot strips: 4.0 inr. Customer meter with master lot strips: 4.1 inr. Donor 2: retention meter with master lot strips: 2.4 inr. Customer meter with master lot strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The result of 5.4 inr alleged by the customer was not observed in the meter¿s patient result memory.